Manufacturer narrative:
(B)(4). Correction -initial was filed within the 30 day time frame regardless of corrected date (additional information provided/updated): investigation/evaluation during the course of the investigation, a visual inspection, along with a review of the complaint history, quality control, device history record, instructions for use (IFU), manufacturing instructions, and trends of the returned product was conducted. The integrity of this device is verified 100% during the manufacturing process. An instructions for use (IFU) is provided; which states: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage.¿ based on the inspection of the returned complaint device, it is likely the device experienced forces beyond its intended design. In the event description, it was noted that the patient had a "pre-existing condition of right leg pad with claudication and a tortuous anatomy." Therefore, the patient's condition/anatomy could have lead to the need for excess force when removing the device. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
Aortogram, right leg angiogram, right tibial artery balloon angioplasty procedure was being performed on the (B)(6) female patient; with pre-existing condition of right leg pad with claudication and a tortuous anatomy. During the removal of the 5fr shuttle sheath, the mid portion of the sheath unraveled. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient code; no known impact or consequences to patient reported. Device code; unraveling is not labeled. The event is currently under investigation.

Event description:
During the removal of the 5fr shuttle sheath from the (B)(6) female patient with pre-existing condition of right leg pad with claudication and a tortuous anatomy, the mid portion of the sheath unraveled following an aortogram, right leg angiogram, right tibial artery balloon angioplasty. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.